Manufacturer narrative:
Additional information was received that no medication was given and that the reported pain was located at the ipg site. No additional further information can be obtained.

Event description:
A report was received that the patient¿s medication was changed due to an adverse event. It is currently unknown as to what the adverse event was. The onset date and recovery date was (B)(6) 2015.

Event description:
A report was received that the patient's medication was changed due to an adverse event. It is currently unknown as to what the adverse event was. The onset date and recovery date was (B)(6) 2015.

Manufacturer narrative:
Additional information was received that the patient experienced an increase in post-operative pain following the ipg implant procedure. The event was assessed as related to the procedure and not related to the device.

Event description:
A report was received that the patient¿s medication was changed due to an adverse event. It is currently unknown as to what the adverse event was. The onset date and recovery date was (B)(6) 2015.